Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the instruments are sticking to the seal when user tries to pull instrument out of trocar. Current patient status fine. Another device was opened and used successfully. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no patient injury or tissue damage. There was no unanticipated blood loss of 250cc or more. Surgery time was not delayed by more than 30 minutes. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.